Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with his device. The external parts are functional, a head trauma or impact has not been reported. Testing shows that the device has malfunctioned.